Manufacturer narrative:
Add'l info: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.

Event description:
It was reported that the physician made 1 insertion and 9 passes in a heavily calcified lesion. Artery was perforated with 1st device. Pt is doing fine. The perforation was very small and resolved w/angioplasty. Packed nosecone contained calcium that was so dense and it would not completely clean. One large piece of plaque lodged at the mouth of the cutter and would not come out. A second ms-m device was pulled to complete the case. Second ms-m packed very efficiently and performed well.